Event description:
N/a.

Manufacturer narrative:
Updated field: b4, e1 (initial reporter), e2, e3, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed that the automatic inflation failure was caused by a failure in the drive valve group. The fse replaced the drive valve group (0104-00-0031) and performed factory-specified tests. All functional and safety test passed. Unit delivered to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had the automatic inflation failed and it was immediately replaced with cs100 . There was no personal injury occurred.